Event description:
Paramedics responded to a person in cardiac arrest. Response time was approx 27 minutes. An attempt was made to administer a shock to the pt using the device. The defibrillator allegedly failed to charge and displayed a connect cable warning message. A backup defibrillator was immediately available and used to adminster shocks to the pt. The pt was resuscitated. There were no adverse affects to the pt reported as a result of device use.